Event description:
Procedure type: hemicolectomy. According to the reporter: after the first firing, the ileum slipped from jaws before black return knob was retracted. Staples were deployed properly, but in order to reinforce the staple line, oral side of ileum was resected additionally. Since the tissue slipped from jaws, the surgeon performed additional resection. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).